Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unable to prime. On an unspecified date, the tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to patient use, the tubing set was unable to be primed. No specific details were provided. No additional information was provided.